Event description:
Reportedly, the instrument fired staples, but did not cut the tissue. The anvil did not tilt and it was difficult to remove the device. The surgeon opened the instrument to disconnect the anvil from the shaft. The anastomosis had to be performed a second time. Procedure: sigmoid resection.